Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low sensing and pacing lead impedance were noted. Externalized conductors were found via fluoroscopy.